Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the battery communication alarm and safety reset were single occurences and could not be reproduced during in-house testing. The faults were most likely due to a software problem that was resolved with the device restarting. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery communication lost" alarm and had a safety reset. There was no patient injury reported as a result of this incident.